Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had compressor issue. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). The service engineer inspected the device and opened the compressor, found that the water traps were dirty and its outlet were choked. The service engineer cleaned it properly and rectified the problem. The ventilator has been returned to use.

Event description:
It was reported that the issue occurred during set up. There was no patient involvement. The compressor was not building up the air pressure and the ventilator generated an air loss alarm.